Event description:
It was reported that during patient use, the ventilator tidal volume was set to 7 ml but was delivering 6 ml. The patient was removed and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all calibrations and testing.